Manufacturer narrative:
The preliminary analysis suggest that the reported event was caused by an issue on the defibrillation lead.

Event description:
There were reportedly several inappropriate shocks delivered by the subject ICD. A lead fracture is suspected by the physician.

Event description:
There were reportedly several inappropriate shocks delivered by the subject ICD. A lead fracture is suspected by the physician.

Event description:
There were reportedly several inappropriate shocks delivered by the subject ICD. A lead fracture is suspected by the physician.